Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was a breach in aseptic technique further described as the patient was not wearing a mask. Six days prior to receipt of this report the patient was treated with unknown antibiotics (dose, frequency and route and were not reported. Duration reported as ongoing).the patient was retrained on pd therapy the same day as starting antibiotics. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.